Manufacturer narrative:
An evaluation of the revised devices cannot be performed as the devices were retained by the pt and were not returned to the manufacturer. Additional info pertaining to the devices referenced in this report was requested, but not made available due to hospital guidelines and protocols. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported dr. (B)(6) revised 54mm psl with 10 degree liner to a 62mm 40 liner trianium cup. Previous implant was loose.